Manufacturer narrative:
H10: philips received a complaint by medwatch on the v60 reporting that while in patient use, the patient desat 85-89% and was placed on 100% o2. Bipap displayed no oxygen available. It was reported that, because the device was not properly connected to a 50 psi outlet, the patient desaturated to 85%. They were then placed on 100% fio2. The information currently available suggests that the patient required medical intervention (100% fio2) to prevent possible permanent impairment. The patient had a diagnosis of hypertension, sepsis, and gi bleed, and was initially on bipap, but later required the ventilator to help correct metabolic issues and (ultimately needed dialysis). The patient was on settings of s/t mode via face mask. Set rate 16; ipap 16; epap 5; 50% fio2; exhaled vt 400-500ml. After the event that occurred with the incorrect connection, the fio2 was increased from 50% to 100%. Once the error was discovered and oxygen hooked up properly, the o2 sat came up to 100% and an abg showed po2 382 it has been clarified that the oxygen pressure hose was connected to the flow meter on the wall (the flow meter is intended only to deliver oxygen for purposes such as nasal cannula and masks). Therefore it can be concluded that this use error contributed to the serious injury in this case.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by facility reported medwatch #5114892 and is being investigated by philips complaint handling team. Facility reported: ¿o2 line was connected to flowmeter by rcp taking care of pt. Upon my arrival, pt des at 85-89% and placed on 100%. Bipap displayed no oxygen available. Bipap trouble shooted and was found to not be properly connected to 50 psi outlet." Investigation is ongoing.